Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device received a 133.6090 fatal error. There was no patient involvement.

Manufacturer narrative:
Additional information: a1, h3, h6, h10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 06dec2019 to the present date 14jan2021 and confirmed that this device was not previously returned for servicing.

Event description:
The customer reported that the device received a 133.6090 fatal error. There was no patient involvement.